Event description:
This report is to advise of an event observed during analysis which revealed a dislodged pull wire as well as shaft material that had been scrunched and distally displaced.

Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter was unable to deflect when actuating the steering mechanism due to a dislodgement of the pull wire hook from the spine. Inspection of the distal shaft revealed that the shaft material had been scrunched and distally displaced. The shaft material was able to be moved up and down the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dislodged pull wire remains unknown.